Event description:
Ufmw received reporting inflation issues with use of two (2) 20132-01 genie closed vial access devices. It was reported that on (B)(6) pharmacist was "...drawing up erbitux (cetuximab)... Tried to draw the drug, the balloon didn't inflate... Twisted the spike in more and it still didn't inflate... Twisted the spike in more twisted and pushed at the same time... Still didn't inflate... Tried two genies and had the same experience with both... Tried them on different vials of drugs as well... Couldn't get the genies to inflate... Had to pull out the spike and in the process got drug all over gloves... Respiked the drug with the universal clip-on vented vial adapter (20133-01)... Had to change gloves so as to not contaminate hood..."

Manufacturer narrative:
The involved 20132-01 devices were not returned to the manufacturer for analysis and confirmation. The manufacturer's products specialist have conducted additional training and in-servicing to involved staff. Exact cause of the incident remains unknown.